Event description:
It was reported that intermittent occlusion alarms occurred leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer's bg levels ranged between 400-520 mg/dl. The customer addressed high blood glucose by replacing supplies and resolved the issue by changing the infusion set and cartridge, resuming insulin delivery. No third-party assistance was required.